Event description:
Patient was revised to address disassociation of the liner from the shell. Poly wear of the liner noted intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. MFR will notify the FDA of the results of this investigation once it has been completed.